Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the product blocks and twitches. Although there was a delay of approximately one hour, there was no impact to the patient. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following section were updated/corrected.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the product blocks and twitch. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) two times as documented in the vdoc service portal. The last repair was (B)(6) 2016 where it was reported that the engine was blocked and the bearings, spring seal, vespels, motor, switch, and reciprocating arm were replaced. This is not a related issue. Initial qa inspection of the electric dermatome medicrea on august 24, 2017 revealed that the lever, reciprocating arm and cable were worn. The motor was defective and had traces of oxidation. The customer did not return a power supply for evaluation. Repair of the electric dermatome was not performed by medicrea as the customer requested that the device be returned unrepaired. The reported event was confirmed since during the initial inspection by medicrea it was noted that the motor was defective and had traces of oxidation. The root cause of the reported event was due to the motor. During the initial inspection by medicrea it was noted that the motor was defective and had traces of oxidation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.